Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. It was reported that the pump was unable to advance past the anastomosis due to the patient's anatomy. As a result of the resistance, the decision was made to abort the impella 5.5 implant. An impella cp pump subsequently implanted for patient support. There was no patient harm reported.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through as the vessel was too small as per the clinical description provided.